Manufacturer narrative:
Patient details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient as of the date of this report, june 08, 2017.